Event description:
Philips received a complaint from a customer that during a procedure it was not possible to perform an x-ray using the footswitch. The message "exposure failed" appeared. There was no pt harm.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.